Manufacturer narrative:
Product event summary: the lead was not returned; however, analysis of the device memory indicated over-sensing associated with the right ventricular lead.

Event description:
It was reported there was a lead integrity alert which triggered due to the sensing integrity count. Additionally, the lead displayed t wave over-sensing and noise. It was also reported that short v-v intervals have occurred since the time of implant and recently there were short v-v events causing a high rate of non-sustained ventricular tachycardia (vt). The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo.